Event description:
Additional information received from the consumer stated that the replacement antenna was received and the manufacturer representative tried the trickle charge but the same thing occurred, after a few minutes 375 code appeared. The new antenna did not resolve the issue. The issue was redirected to repair to replace the implantable neurostimulator recharger (insr).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the recharger (B)(4) found the recharger board to be damaged due to shorted pins in the female connector.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37791, serial# unknown, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain and failed back surgery syndrome. It was reported that there was a 375 error code and that the patient is having a hard time getting their implantable neurostimulator (ins) to charge. The patient indicated that they have not been able to get past halfway charge on their ins and their implantable neurostimulator recharger (insr) would not stop charging. No patient symptoms were reported.